Manufacturer narrative:
The attachment was returned to the manufacturer for evaluation. After testing, the reported issue was not confirmed. It was noted that the bearings were worn. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received stating that worn bearings were found during evaluation. Additional information was received stating that the bearings were falling out of the attachment and the motor was heating up during a craniotomy. There was a delay of 10 minutes to get another drill. There was no patient impact.